Event description:
It was reported that the patient presented in the clinic for follow-up. Upon interrogation, it was noted that the pacemaker was in backup vvi mode. The device was successfully restored. The patient was in stable condition.

Event description:
New information receives notes that the patient presented again in the clinic for follow-up. Upon interrogation, it was noted that the pacemaker was in backup vvi mode again. The device was explanted and replaced. There were no patient consequences.

Manufacturer narrative:
The reported event of pacemaker found in back-up mode was confirmed. The pacemaker was received in backup operation mode. Final analysis found that backup occurred due to undetermined reset error. Product code was reloaded to recover the device from backup operation and to perform further testing. The backup condition could not be reproduced. Longevity assessment was performed and device was in the normal range of operation with appropriate remaining longevity.